Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a sensor error alarm. The customer reported found that the sensor cannula was split. The customer's blood glucose was 60 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications also, performed bicarbonate buffer test and the sensor failed due to low readings. The sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.